Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported experiencing elevated blood glucose at 552 mg/dl. The patient reported symptoms of nausea, extreme fatigue and the inability to think clearly. The patient has increased her temporary basal rate to help counteract her elevated blood glucose. During troubleshooting, the patient stated that insulin mixed with blood was coming from her infusion site. She did confirm that she has patches of lumpy scar tissue. She was educated on the effects of scar tissue and on insulin absorption. She was advised that the liquid coming out of her site is insulin that is not being absorbed. The patient was instructed to use a different site area. The patient received a follow-up phone call later the same day and she reported that her blood glucose level was decreasing to 325 mg/dl. In 2006, the patient received one additional follow-up phone call and she stated her blood glucose is down to normal at 90 mg/dl. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.